Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
As reported by the physician, the implantation of the subject device was completed without anomaly on (B)(6) 2010. On (B)(6) 2010, prior to patient release from the hospital, high ventricular lead impedance was measured by the device (3000 ohms). An x-ray indicated that the ventricular lead connector might be coming out from its corresponding pacemaker port. During reintervention, the ventricular lead was pulled out from its corresponding port without any difficulty. The lead was measured by a psa and the obtained measurements, such as the threshold, were confirmed to be normal. The lead was reinserted into the port, and after tightening, the lead could be removed from the header. Further connection difficulties were obtained with a new pacemaker (sorin reply dr/(B)(4) - reported under MDR#1000165971-2010-00). Specifically, after tightening of the ventricular set-screw, the lead could be removed by pulling. A third pacemaker was subsequently implanted. The physician indicated that the associated connection video posted on the company website was viewed and the recommended methods were applied.